Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation and was initially inflated at 10 atmospheres. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was removed and completed the procedure with a non boston scientific device. No patient complications nor injuries were reported and the patient condition was good.